Event description:
It has been reported that one pegasus yel 24ga x 0.75in prn-cap y has been found experiencing patient-device incompatibility during use. The following has been provided by the initial reporter: patient start to use closed IV protection catheter system on (B)(6) 2019 on (B)(6) 2019, it's noticed that skin redness and swelling near the insertion site.

Manufacturer narrative:
Investigation: neither photo or sample was provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. According to previous feedback, there are many factors that cause phlebitis. Common chemical phlebitis is mainly caused by drug infusion. Other possible related factors include; repeat infusion in a vein, causing pathological changes such as damage hyperplasia, hypertrophy and phlebitis. Puncture through the blood vessel was not found in time, resulting in leaking or small hematoma cause by local swelling caused by phlebitis. Disinfection during operation is not stick and causes infection. Some drugs may cause phlebitis. Phlebitis can be caused by excessively high drug concentrations, too low , too fast of a drip rate or a change in the plasma ph of a drug or an inappropriate ratio of a drug. The physical reasons of the patient itself.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus yel 24ga x 0.75in prn-cap y has been found experiencing patient-device incompatibility during use. The following has been provided by the initial reporter: patient start to use closed IV protection catheter system on (B)(6) 2019. On (B)(6) 2019, it's noticed that skin redness and swelling near the insertion site.